Event description:
The customer reported that the ventilator failed pre-operational testing of the oxygen valve. The device was not in use therefore there was no patient harm or involvement. The manufacturer's service technician was unable to duplicate the customer reported event. The service technician noted a diagnostic code in the ventilator's log history indicating an oxygen valve stuck closed occurrence. Upon detection of an oxygen valve stuck closed, the ventilator will alarm and continue to ventilate using an air gas source. Loss of the oxygen source can be detrimental to a patient if this type of event occurs during use on a patient. The service technician replaced the oxygen valve and oxygen motor controller pcb board to address the finding. Applicable final testing was performed and passed to operating specifications.